Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction for "check pads" message was observed during review of the device's activity log. The device was put through extensive testing without duplicating the malfunction. The analog board was replaced as a precaution. The reported malfunction for "no power up" was not replicated or confirmed. The battery used at the time of the event was not returned for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message and then would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.